Event description:
The introducer crumbled into tiny pieces. Some of the pieces migrated to the lung, most of the pieces have been retrieved. A second introducer was used which also crumbled. The patient is in immediate danger at this time.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.